Event description:
On (B)(6) 2011, leica microsystems received a complaint from (B)(6) regarding sub-optimal tissue processing from two (2) protocols started on (B)(6) 2011, using peloris tissue processor (B)(4). Leica microsystem was also advised that all tissue samples processed on these runs were able to be reported.

Manufacturer narrative:
Instrument logs were evaluated as part of the investigation of this complaint. The logs show that the configuration of the reagent stations, reagent change and final reagent thresholds, reagent management and the configuration of the protocol used to process tissue samples in the runs exhibiting sub-optimal tissue processing were similar, but not identical, to the MFR recommendations. The differences identified were not considered to have either caused or contributed to the sub-optimal tissue processing reported. Loose tubing was identified between the retorts and the pressure transducers, the transducers and the air manifold and at the t-connectors on the compressor assembly. Lower liquid level sensor in retort a was found to be faulty. A conclusion could not be drawn due to the limitations of the info available to conduct the investigation.